Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 459 mg/dl. The customer reported that the insulin pump had been exposed to extreme hear prior to the emergency room visit. The customer stayed overnight and was treated at the hospital. The customer was wearing the insulin pump at the time of the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.